Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm mitral pericardial valve, implanted approximately one (1) month and nine (9) days, was explanted and replaced with a one-size larger 7300tfx 27mm mitral pericardial valve. The reason for explant and replacement remains unknown.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider, we are unable to investigate into the root cause for this event. In this case, information regarding the 25mm mitral pericardial valve explant was received through our implant patient registry process and subsequent attempts to get additional information and return of the device for evaluation have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted.